Event description:
Complainant alleged that while monitoring the heart rhythm of a male pt the device inappropriately shut down. The device was turned off/on and monitored the pt's heart rhythm appropriately for approx five mins and then inappropriately shut down. The user then shut the device off and then on again. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.